Event description:
It was reported that a patient who was being treated for endometriosis experienced severe abdominal cramping and distention immediately following a laparoscopy with minimal fulgeration of endometriosis on the anterior surface of the bladder, in the cul-de-sac and on the uterosacral ligaments. Gynecare intergel was instilled at the end of the procedure. The patient has had three prior laparoscopic surgeries with no complications. Morphine, versed and depolupron were used to treat the pain. Gi work up including endoscopy was negative. The patient responded to levbid (intestinal anti-spasmotic) and was discharged after three days. Patient's pain has resolved. The surgeon originally proposed that intergel may have contributed to the event because of its hypertonicity. After it was explained that intergel was isotonic, the surgeon hypothesized that perhaps the pain was the result of bowel spasms unrelated to the intergel.